Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. A small type ia endoleak was detected during the initial implant procedure and was resolved after balloon touch-up. Approximately one (1) month post initial procedure, the patient presented at routine follow-up with a persistent type ia endoleak as detected by CT (computed tomography) scan. The physician plans to re-intervene and will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and imaging. Several attempts were made to obtain medical records and medical images but there was no response. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. A small type ia endoleak was detected during the initial implant procedure and was resolved after balloon touch-up. Approximately one (1) month post initial procedure, the patient presented at routine follow-up with a persistent type ia endoleak as detected by CT (computed tomography) scan. The physician plans to re-intervene and will continue to monitor the patient. As of date, there have been no additional patient sequelae reported. Additional information: an intervention was completed. The physician elected to implant a non- endologix (cook) stent to resolve this event. The patient was reported as doing well.